Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnect could not be confirmed from this evaluation as no log files were submitted. A specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. No product is available for investigation; however, in the event that (B)(6) is returned, this investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18feb2019. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ of the IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "replacing the modular cable", provides instructions on connecting/disconnecting the modular cable and to the pump cable to ensure the connection is firm. Including, to ensure that the yellow line on the pump cable is hidden by the locking nut to ensure a good connection. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for seizure and subarachnoid hemorrhage. The patient had a computed tomography (CT) scan but was not on coumadin. The patient was admitted with no controller attached to driveline during which the pump was off. The patient had disconnected himself. The patient passed away (B)(6) 2021 from pulseless electrical activity arrest, several days after the controller had been disconnected. The controller could not be found. Related manufacturer report number #2916596-2021-02737.